Event description:
(B)(4). The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4). Lawyer-filed report - (B)(6).

Manufacturer narrative:
It has been noted that the product was implanted past the expiration date. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information was provided that indicated the patient expired. There is no documentation to suggest that this event contributed to, or caused the patient's expiration. Per additional information received, the patient has experienced pelvic pain, unspecified urinary problems, unspecified bowel problems, urinary tract infections, discomfort, chronic diarrhea, fistulas, shooting pains in legs, recurrent chronic vaginal and bladder infections, urinary incontinence, decreased red blood cell/hemoglobin/hematocrit/platelet levels, elevated potassium/blood urea nitrogen/creatinine levels, decreased calcium/protein levels (electrolyte imbalances), white blood cells and bacteria in urine, dysuria, constipation, nausea, frequency, lactobacillus (bacterial infection), osteopenia, abdominal tenderness, gram negative rods/hafnia alvei, posterior pelvis anterior to rectum is an intraperitoneal calcification, loss of rectal tone, anal incontinence, urosepsis (infection), escherichia coli/klebsiella pneumoniae, neutropenia, burns to urinate (burning sensation), urgency, guaiac positive stools, blood loss, vomiting, vaginal atrophy, short vagina, right ventricular septum thickness, buttock bruising, acute cystitis (inflammation), painful bowel movements and nocturia.